Event description:
20-gauge bd insyte autoguard safety cathlon was being inserted into endoscopy (anotherone) pt's arm, there was difficulty, bleeding from insertion site. IV cathlon removed, noted to have sheared. Cathlon with shear was taken to nursing dept. Pt was not injured.